Event description:
It was reported that there was a suicide attempt. The patient had thought about it for a year prior but had done it under impulse. There was also a problem in his couple. This was life threatening. It was noted to be possible/probable/certainly related to stimulation and medication but was unrelated or unlikely related to surgery, system or pre-existing/underlying disease. The outcome was resolved completely.

Manufacturer narrative:
(B)(4).